Manufacturer narrative:
Evaluation of the power wheelchair pending; however, no malfunction suspected as the end user's attorney reports the end user was operating the power wheelchair across a roadway and was struck by a motor vehicle. Hoveround's owner's manual warns "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules and cross roads at locations where you are most visible to motor traffic."

Event description:
The end user's attorney reported while operating the power wheelchair across a roadway, the end user was struck by a motor vehicle.